Event description:
It was reported via repair work order that the brakes had malfunctioned due to sheered roll pins and bent brake rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.